Event description:
It was reported that at time of right ventricular leadless pacemaker (rvlp) implant that the patient received direct current cardioversion due to atrial tachycardia resulting in a device reset and recommended replacement time (rrt) had decreased to 40%. Premature battery depletion of the rvlp is suspected. During a follow-up, one week after the implant, the reset had already been automatically recovered. There were no patient consequences.

Manufacturer narrative:
The reported complaint of observed reduced reported battery voltage level was confirmed. As noted within the aveir IFU, cardioversion treatments may cause an lp to reset. An lp¿s battery experiences a temporary decrease in sustained voltage level during recovery from an lp reset. If an lp is interrogated within 24 hours after a reset, the programmer software may report this temporarily decreased lp battery voltage level. Moreover, this temporary decreased lp battery voltage level can cause the reported longevity estimate to also be temporarily shorter than expected. Generally, the nominal sustained voltage level of an lp battery recovers within a few hours after a reset. Therefore, the lp battery voltage will be more accurately reflected in later daily scheduled measurements.

Event description:
New information received indicates that the patient was seen on (B)(6) 2025 for device interrogation. Device interrogation revealed that the recommended replacement time (rrt) and battery voltage have returned to normal. The device is functioning appropriately.